Manufacturer narrative:
The investigation is ongoing. The valve remains implanted in the patient.

Event description:
As reported by the edwards field clinical specialist, approximately 6 years and 10 months post implant of a 20mm sapien 3 valve in the aortic position, the patient presented with shortness of breath and aortic regurgitation. A balloon valvuloplasty (bav) with a true balloon was performed. An attempt was made to implant a 23mm evolut valve inside the sapien 3 valve. The evolute valve was not deployed. A 20mm sapien 3 ultra valve was successfully implanted. The commander system crossed the valve without difficulties at nominal pressure. There was no paravalvular leak post deployment. Per report, the physician felt that the valve did not fail but was initially under deployed at an outside hospital and the reason for the bav.

Manufacturer narrative:
Update to h6 (type of investigation, investigation findings, investigation conclusions) and h10 to reflect engineering investigation. The 20mm sapien 3 valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. A device history record review was performed and did not reveal any manufacturing non-conformances that would have contributed to the event. The commander delivery system with s3 IFU was reviewed for instructions and guidance. Potential adverse events are paravalvular or transvalvular leak. In addition, guidance per inflation parameters for sapien 3 thv for a 20mm commander delivery system is nominal inflation volume of 11ml. There was no IFU or training deficiencies identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for paravalvular leak post implant was unable to be confirmed due to unavailability of relevant imagery/medical records. A review of DHR did not provide any indication of manufacturing non-conformances potentially contributing to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, 'approximately 6 years and 10 months post implant of a 20mm sapien 3 valve in the aortic position, the patient presented with aortic regurgitation and short of breath.' Per additionally received clarification, bav was performed to repair paravalvular leak. Per provided opinion, 'the physician felt that the valve did not fail but was initially under-deployed at an outside hospital and that was the reason for the bav.' Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valve and the transcatheter valve replacement procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. In this case, medical opinion suggested that the originally implanted thv could have been under-expanded. The under-expanded thv would prevent the pvl skirt from properly sealing against cardiac tissue, causing the reported leak. In this case, available information suggests that procedural factors (under-expanded valve) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No manufacturing non-conformances were identified during the evaluation. No labeling, training, or IFU deficiencies were identified. Therefore, no corrective and preventative action nor pra is required at this time.